Event description:
It was reported that the patient was having a tingling ¿on the entire body when she was lying down and on the fingers.¿ this reportedly started the week prior to the report. It was further reported that the tingling includes the right and left side of the body. It was noted that the patient did not have a fall or trauma. It was also noted that the patient was implanted for tremors for the left side and was getting therapy on the left side. The patient reportedly had a setting change the day prior to the report and went from 3.5v to 3.3v. It was noted that the tingling had gotten worse and the patient turned the device down to 3.2v on the day of the report. It was later reported that the patient was experiencing ¿excessive stimulation.¿ approximately a month later it was reported that the patient was having dyskinesia. It was noted that the dyskinesia started about one week prior to the date of the report. It was noted that her health care provider recommended that the patient go to the neurologist. The patient reportedly had her program changed from a to b but then the patient started to have dyskinesia on the left side and the patient doctor recommended they switch back to program a. It was noted that the patient got a ¿pounding headache¿ when he used the patient programmer. It was also noted that the patient¿s tremor and dyskinesia returned. The device had reportedly been accidently turned off . The device was turned back on and this resolved the return of symptoms. The patient was instructed on how to change the program from b to a and the patient was going to try that setting. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0427852v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).